Manufacturer narrative:
The device was received for evaluation with an opened pouch and the evaluation was completed. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The sponge was found to be in the cap, but protruding out. The reported condition was not verified during evaluation. The device was determined be outside of specifications for the unrelated issue of protruding sponge. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge had fully separated from the minicap. The event was noticed during setup for peritoneal dialysis therapy when opening the minicap packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.